Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and was unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was confirmed that no medication was lodged behind the matrix drawer, and the field service engineer determined that matrix drawer 1 was not detecting as closed because debris had become trapped between the drawer and the chassis; the issue was resolved by removing the debris, cleaning and inspecting the area, and verifying proper drawer function through testing. The system functioned as intended after the field service engineer repaired the device.